Event description:
An aneurx stent graft system was inserted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the length from the renal arteries to the bifurcation was 8.5 cm. After the stent graft was deployed, the gate was jailed against the right side of the aneurysm sac and it was not possible to cannulate the contralateral gate. The physician did not want to convert the device to aorto-uni-iliac system and elected to surgically convert the patient to open repair. No additional sequelae were reported.

Manufacturer narrative:
Evaluation results: patient's condition affected effectiveness of device (distance from the renal arteries to the aortic bifurcation is short). Conclusion: device failure/lack of effectiveness related to patient condition (distance from the renal arteries to the aortic bifurcation is short).